Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 30-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. Information was reported that the caller said the patient slipped and fell and they landed on their ins battery pack and her back is in bad shape. The patient fell across the ins battery and now she said it feels like the wires are pulling. The caller said they have moved from (B)(6). Before they moved the ins had stopped working. They were not able to charge the ins. They put it on the recharger for almost 4-5 hours and it wouldn't take. The caller said the ins is going to be changed out. Their old doctor it writing a referral to the patient's new clinic. No further complications were reported. No additional patient symptoms were reported.